Event description:
The complainant stated the head of the bed would rise on its own.

Manufacturer narrative:
The accounts engineer found when he unplugged the pendant, all of the functions work properly. He replaced the pendant to repair the bed.